Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device screen displayed a "status 66" error code and a "status 104" error code. The complainant indicated that there was no pt involvement in the reported malfunction.